Event description:
We received a letter from a pt's attorney stating that his client underwent a revision surgery, due to the inlay luxation and deformation of the shaft cone.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.